Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accutni) result, above the ami cut off, generated by the access 2 immunoassay system for one patient. Subsequent testing on this instrument and on an alternate methodology produced lower results within the normal reference range. The erroneous result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer centrifuges samples for four minutes at 4,500 rpm. The sample was analyzed from the primary tube. Qc was within the customer's established ranges on the day of the event and after the event. However, on (B)(6) 2010 accutni qc was intermittently failing with qns (quantity not sufficient) flags. Routine system checks were performed on (B)(6) 2010 and (B)(6) 2010 and both passed within instrument specifications. A field service was dispatched: the fse stated that the nut where the tubing connects to the transducer was rusty so he decided to replace the whole assembly. The fse is not certain, however, that the part was the root cause of his event.